Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles in the filter related to a CPAP device's sound abatement foam. The patient also stated that having shortness of breath, cough, severely decreased pulmonary function testing. The patient needs to use inhaler for breathing treatments. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Manufacturer narrative:
Pms decision was changed. H11 updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles in the filter related to a CPAP device's sound abatement foam. The patient also stated that having shortness of breath, cough, severely decreased pulmonary function testing. The patient needs to use inhaler for breathing treatments. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected during the evaluation secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they customer complaint was not reproduced and unit got scrapped. In box b: adverse event/product problem as product problem and outcomes to ae as blank was updated. In box h: type of reported complaint as product problem is updated. In box h6 was updated.